Event description:
This is report 4 of 5 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unknown date, the patient experienced peritonitis. The patient was hospitalized for the event. The cause of peritonitis was unknown. On an unknown date, the patient was retrained. The patient was discharged from the hospital and recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The root cause cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).a review of all batch record documents was performed on potentially associated lot number h13d08026 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.